Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one introducer was returned for evaluation. Gross visual and functional testing were performed. The investigation is confirmed for the reported air aspiration the in needle and identified fracture issues as cracks were observed to the introducer needle hub. An in-house syringe was attached to the introducer needle hub and infused without issue. Furthermore, aspiration of water into the syringe was attempted but was unsuccessful, only air was aspirated. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 08/2023), g3, h6 (device, method). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, air was allegedly aspirated when a syringe was connected to the introducer needle. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 08/2023).

Event description:
It was reported that during a port placement procedure, air was allegedly aspirated when a syringe was connected to the introducer needle. There was no reported patient injury.